Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma in (B)(6): what are we missing?" One patient was reported with "effusion", "expansive mass between the implant and capsule, associated with peri-implant effusion", "lesion was observed posterior to the capsule", "enlarged lymph nodes posterior to pectoralis major", "bia-alcl stage "pt4n1m0 iii". Histopathological markers confirming alcl have not been received. Device has been explanted. This report is for left side. Treatment: chemotherapy.

Manufacturer narrative:
Article citation: groth ak, clemens mw, graf r, sebastiao ap, azambuja ap, louveira mh, linei, batista bn, et al. Breast implant-associated anaplastic large cell lymphoma in brazil: what are we missing? Plastic and reconstructive surgery advance online article. 2022; doi: 10.1097/prs.0000000000009652 (B)(4). The events of lymphoma - alcl- suspected, seroma-late, lump/nodule, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl- suspected, seroma-late, lump/nodule, and lymphadenopathy.